Event description:
The facility stated that the surgeon implanted a aq2003v 3 piece silicone lens. The lens was removed whole without enlarging the incision. It was unknown what caused the haptic to break. The injector and cartridge model and lot numbers were unknown.